Event description:
Boston scientific crm received information that this patient was admitted to the hospital after receiving five inappropriate shocks due to electrogram noise and oversensing. The right ventricular (rv) pacing impedance measurements were greater than 2000 ohms. All other diagnostic lead measurements were normal (shock impedance 44 ohms. Rv amplitude 9.5mv, rv pacing threshold 0.9v). Technical services discussed the possible root causes and recommended various troubleshooting techniques. The device's tachycardia mode was deactivated and the bradycardia pacing mode was reprogrammed to vvi 50 bpm. The patient was scheduled for an invasive procedure. The patient was presented to the electrophysiology (ep) laboratory and the pocket was opened. Upon visual inspection, the physician was able to pull out the rv pace/sense terminal pin from the header port. The lead was tested with a pacing system analyzer and all diagnostic tests were normal. The rv terminal pin was re-inserted into the header port and the set screw were tightened. Diagnostic lead measurements through the device were normal. No further interventions were required and there were no adverse events reported. The clinical observations were attributed to loose rv pace/sense set screws.

Manufacturer narrative:
The available information suggests that the device and lead system remain in-service.